Event description:
During pta, angioplasty of fistula venous stenous, balloon ruptured and came loose from catheter. Balloon retrieval with wire basket and cut down of fistula/graft to obtain balloon, cut down small requiring one stitch.